Event description:
As reported, proper hemostasis was not achieved after the removal of a 6/7f mynx control vascular closure device (vcd). Therefore, manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The instructions for use (IFU) were followed. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. A 6f non-cordis sheath was used. The device was prepped and stored according to the instructions for use (IFU). The balloon did not lose pressure during preparation or patient use. There was no visible damage to the sheath or the distal end of the sheath after removal. Vessel tortuosity was reported as little. The stick location was the femoral artery. No anticoagulants, antiplatelets, or thrombolytics were used. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, proper hemostasis was not achieved after the removal of a 6/7f mynx control vascular closure device (vcd). Therefore, manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The instructions for use (IFU) were followed. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used in a percutaneous coronary intervention (pci) procedure. The procedure used a retrograde approach. A 6f non-cordis sheath was used. The device was prepped and stored according to the instructions for use (IFU). The balloon did not lose pressure during preparation or patient use. There was no visible damage to the sheath or the distal end of the sheath after removal. Vessel tortuosity was reported as little. The stick location was the femoral artery. No anticoagulants, antiplatelets, or thrombolytics were used. One non-sterile 6/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to the device being received fully deployed. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the device received since the device was received fully deployed and the plug was not returned. Also, due to the nature of the complaint, the event cannot be evaluated without procedural films since patient related events cannot be duplicated in the lab. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.